Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and pelvic floor repair mesh was used. The patient experienced extreme physical pain, bleeding, protrusion and erosion of mesh and multiple corrective procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00714. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary/bowel problems and dyspareunia.

Event description:
It has been reported that following insertion the patient experienced urinary/bowel problems and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary/bowel problems, dyspareunia.